Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue on (B)(6) 2026 and (B)(6) 2026.the patient noticed symptoms within three hours of insertion. The patient experienced hyperglycemia of between 500-600mg/dl and received treatment with correction injection via mutiple daily injections. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.